Manufacturer narrative:
Insulin pump had a button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. He did not recall any significant events leading to this alarm. The blood glucose reading was 200 mg/dl. Nothing further was reported.